Event description:
Customer reported, during training exercise, device disaplayed fault condition. No pt involvement. Per customer, this device is used as a training and testing device. Service rep duplicated the reported condition. Device repaired and proper operations confirmed.